Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed during the procedure. The instrument's jaws were not stuck in a closed position during the procedure. However, the customer observed that the jaw/grip tip was dislodged/misaligned. The instrument was removed with no resistance through the cannula. It was confirmed that there was no damage to the tissue due to the reported incident.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the force bipolar instrument's wrist was broken, and the instrument would not grip properly, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation. Failure analysis found the primary finding of failed intuitive motion is related to the customer reported complaint. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering.) The root cause of failed intuitive motion is attributed to a component failure. Additional observation related to the customer reported complaint: the instrument was found to have a frayed pitch cable at the distal end. Common causes of the failure are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use or reprocessing. Images of the force bipolar instrument related to this event were received. A review of a submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it looks like the grip base may be slightly dislodged from the distal clevis which may be contributing to the grip issue." The root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable malfunction due to the following conclusion: the force bipolar instrument had incurred damage to the jaw/grip tip area. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer observed that the force bipolar instrument's wrist was broken, and the instrument would not grip properly. The customer replaced the force bipolar instrument with a back-up instrument of a different kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.